Manufacturer narrative:
Evaluation method: the device history and sterilization records were received. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver has brown discoloration in the header, and the older-style lead frame shows signs of corrosion. The receiver fails both manual and auto tests. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-00953. The patient received his scs system consisting of a percutaneous lead and a neurostimulation receiver on an unknown date. It was reported that the system was explanted on (B)(6) 2008 due to no longer being functional. It was reported the lead may have migrated and receiver damage was suspected. A new system was implanted at a later date. Follow up on the patient found that no further issues have been reported. The explanted receiver and lead were returned to ans for evaluation. No further information is available.